Event description:
Reporter alleged the blood glucose monitoring device test strip was generating an error and was not able to be used. Reporter stated calling 911 last night due to not being able to use the meter and blood glucose went too low. Reporter indicated emergency medical technicians' (emts) meter measured 32 mg/dl and treated customer with a glucose IV to elevate levels. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.